Manufacturer narrative:
Conclusion and justification status: the complaint states a revision surgery was performed on (B)(6) 2017 due to a suspected armd stemming from mom. A review of manufacturing records and complaint databases did not identify any anomalies. The devices were reviewed by bioengineering and a report was received stating; with regards to the head a goldberg taper score of 4 was given. With regards to the liner; no impingement or malalignment was identified. The parts were covered in a film so it was not possible to fully review the parts or send them to the lab for measurement. The third party report was reviewed; no further action required. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A revision surgery was performed due to a suspected armd stemming from mom. The complaint details are as follows: the patient had had pain and had experienced dislocation a couple of times a few years after the surgery. The CT-scan the patient got showed a pseudotumor. And also, a swelling of groin was visually observed. For these reasons, the revision surgery was determined to perform. During the surgery, metallic corrosion was observed on the fitting part of the head but not on the metal liner. In addition, lacking of proximal calcar femorale bone caused by armd was seen.

Manufacturer narrative:
Conclusion and justification status: the complaint states a revision surgery was performed on (B)(6) 2017 due to a suspected armd stemming from mom. A review of manufacturing records and complaint databases did not identify any anomalies. The devices were reviewed by bioengineering and a report was received stating; with regards to the head a goldberg taper score of 4 was given. With regards to the liner; no impingement or malalignment was identified. The parts were covered in a film so it was not possible to fully review the parts or send them to the lab for measurement. The third party report was reviewed; no further action required. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.